Event description:
The customer alleged that the device became inoperative, while on a pt. There was no pt harm or change in therapy as a result of the malfunction. The mallinckrodt customer support engineer (cse) inspected the device, verified the error code in memory, but could not duplicate the alleged event. The unit passed extended self testing. As a precaution, the cse replaced the ai pcb.